Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked reservoir tube lip and missing reservoir tube o-ring noted.

Event description:
The customer reported via phone call that the o ring was missing. The customer¿s blood glucose level was 90 mg/dl and 153 mg/dl. The customer also stated that the pump was exposed to fluid. Troubleshooting was performed. The customer stated the type of fluid exposure to the pump was water and feces. The customer stated that they washed the insulin pump with hot water. The insulin pump will be returned for analysis.